Event description:
The customer stated smoke was observed coming from an axsym analyzer. A fuse blew on the analyzer, and power was lost to the analyzer and the monitor. There was no external damage to the analyzer. There was no injury to personnel reported.

Manufacturer narrative:
(B)(4), no patient involvement. (B)(4), smoking. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service visit by abbott field service, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) found evidence of fire on the power supply. There was no external damage to the analyzer. The fse noted the power supply fuse had blown. The fse replaced the axsym power supply and the monitor. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the evaluation, no deficiency was identified.